Event description:
Health care professional reports that when the surgeon was ready to seat the valve, she tried to retchet in the commissure posts but there was no tension on the sutures or movement of the posts and she was able to remove the valve holder without cutting any sutures. The valve was implanted with no reported adverse effects to the pt. The holder was returned for evaluation.